Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic video is provided and reviewed. The videos show that an hcp holds a maxcore device and trying to prime the half primed device by pressing the second slide, when in the second attempt, first slide which was already in the primed position was automatically released. Based on the video review, failure to prime is confirmed and self activation failure is identified. Therefore, the investigation is confirmed for the reported failure to prime issue, as the second slide can't be prime and the investigation is confirmed for the identified self activation issue, as the first slide was automatically released, while priming. A definitive root cause for the alleged failure to prime and identified self activation could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for an ultrasound guided kidney biopsy procedure through normal tissue using the maxcore device. Prior to the procedure, the instrument can not be primed. The procedure was completed using another device. There was no patient contact.